Event description:
It was reported the pt has not recharged the system in over one year. Follow-up revealed the pt declined the charger exchange due to the system being inoperable.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.